Event description:
Patient's rv lead has a high impedance > 3000 ohms. Doctor has programmed tachy therapy off and programmed patient so lvp is triggered off of rvs only. Patient is not dependent and rv sensing is normal. Patient will be monitored closely. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.